Event description:
Health care professional(hcp) reports one incident of the minicap falling off of the home pt's(hp) transfer set. The minicap had been placed by the hcp during a routine catheter flushing. The pt noted the minicap was off while at home and notified the hcp. The pt received a transfer set change. No pt injury or medical intervention reported.